Event description:
New information received indicated that the patient was fine after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate therapy was delivered. Programming changes were made; device remains implanted.